Event description:
The customer reported that the jb-110a head box was causing incorrect values for etco2 to be sent to the polysmith polysomnograph system. The values were off about 50 mmhg when plugged into port 6 and when plugged into port 5 the values would match what was on the tcm monitor. This happened on many patients in room 8. They have moved the headbox to another room with a different etco2 monitor and confirmed the issue follows the headbox. Only the jb-110a of the system was returned. No patient harm reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the psg. Polysomnograph system (the other system that the jb-110a was used with). Model: psg-1100a, sn: (B)(4). Headbox (device reported to have failed), model: jb-110a, sn: (B)(4), device manufacturer date: 05/17/2021, approximate age of device: 5 months, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 11/16/2021.